Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. A technical support specialist (tss) investigated the server database and found that the user was a returning user. The resolution was provided from the attached knowledge article (returning users stuck in a lockout loop - lock inactive user duration setting with ad password changed and user account locked out on first login). The tss called the customer, who confirmed that the resolution worked. The customer agreed to close the case as complete. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a user access issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.